Event description:
Ous MDR - after an implantation time of 38 months, oversensing and inappropriate shocks were reported. No deterioration of the patient's state of health was reported. The lead was explanted. There is no indication that this device was explanted and no implant or explant date was provided.

Manufacturer narrative:
The returned lead and the included ICD data were thoroughly analyzed. The ICD was not returned for analysis. The analysis is therefore based on the existing production documents and the included ICD data. The manufacturing process for this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. The returned data confirmed the clinical observation. Interference could be seen in the available iegms. There were no indications of material defects or manufacturing errors for either the ICD or the lead.